Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that they need a speaker. It was confirmed there was a speaker malfunction inop and no sound form the device. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.